Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device overheated (actual reading: 111 degrees fahrenheit; specification: 110 degrees fahrenheit max)and the bearings and the middle sub assembly were corroded and worn out. Therefore, the reported condition was confirmed. The assignable root for the hight heat was determined to be due to corroded and worn out bearings and the root cause for the corroded bearings and middle subassembly was due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device temperature was high. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.